Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, the nephrologist reported (to the pdrn) the primary cause of death was a cardiac arrest, secondary to the patient¿s poor cardiac health. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence that a fresenius product(s) and/or device failed to meet user expectation or manufacturer specifications.

Event description:
On (B)(6) 2022, fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing ccpd therapy. No additional information reported during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse awoke on the morning of (B)(6) 2022 to discover her husband expired while sleeping (treatment was completed). The pdrn reported the patient possessed a do not resuscitate order, therefore the patient¿s spouse did not call emergency medical services or attempt cardiopulmonary resuscitative measures. The patient was transported directly to the funeral home, and no autopsy was performed. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to multiple comorbid cardiac conditions (e.g., atherosclerotic heart disease, multivessel coronary artery disease, low ejection fraction). The pdrn stated she has not received the esrd death notification or death certificate, however they were requested. The pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2022, fresenius became aware this 62-year-old male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing ccpd therapy. No additional information reported during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse awoke on the morning of (B)(6) 2022 to discover her husband expired while sleeping (treatment was completed). The pdrn reported the patient possessed a do not resuscitate order, therefore the patient¿s spouse did not call emergency medical services or attempt cardiopulmonary resuscitative measures. The patient was transported directly to the funeral home, and no autopsy was performed. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to multiple comorbid cardiac conditions (e.g., atherosclerotic heart disease, multivessel coronary artery disease, low ejection fraction). The pdrn stated she has not received the esrd death notification or death certificate, however they were requested. The pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s).